Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as an allergic reaction, red spots on each side of the electrobes on the ribcage. There was no alleged device malfunction. The patient was self medicating with cetaphil water base unscented lotion. The patient's physician advised removal of the lifevest due to the irritation pending the patient's echo results. The patient reported that the irritation was improving.